Manufacturer narrative:
The device in this report was returned to olympus india for evaluation. Evaluation confirmed that there was no endoscopic image on the monitor and the led on the front panel not turning on. After replacing the converter unit, the led on the front panel worked with no problem, but still there was no image on the monitor. A burn mark was found on the dx board. After replacing the dx board, the endoscopic image appeared on the monitor. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image was not displayed when the power was turned on. This problem was resolved after the customer rebooted the device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, olympus repair center found that the inner circuit board was broken. Olympus repair center could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the failure of the inner circuit board. If significant additional information is received, this report will be supplemented.